Event description:
It was reported the atrial cable connection is broken on the top of device. It was also reported the arterial connector is defective. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the atrial connector is broken. Analysis also found the lower case is broken. It is noted the device passed all incoming functional tests. (B)(4).